Event description:
It was reported that the patient experienced "contractions" in her upper abdomen. Her stimulator was turned off and the sensation resolved, but the patient experienced a return of symptoms, and the stimulator was turned back on. It was determined that the patient had a fractured lead and her battery was near its end-of-life. The patient underwent a procedure to replace the leads and stimulator. An upper endoscopy determined that one of the leads had transgressed the lumen of the stomach. The leads were replaced and great care was taken to inspect the stomach. There was no evidence of further transgression. A new stimulator was placed, connected to the leads and programmed. There were no complications and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead: model 435135, serial# (B)(4), implanted: 2006 (B)(6), explanted: unknown; lead: model 435135, serial# (B)(4), implanted: 2006 (B)(6), explanted: unknown.